Manufacturer narrative:
This event was determined to be a supplemental information to manufacturer report number 2916596-2023-01208. Investigation findings will be reported under 2916596-2023-01208.

Event description:
It was reported that after patient's original implant on (B)(6) 2023, the patient was initiated on continuous renal replacement therapy (crrt) for serum creatinine (scr) for 2.17 with no urine output. On (B)(6) 2023, the patient had positive blood culture 2 times for meticillin-sensitive staphylococcus. Aureus (mssa) and candida. Mssa was already being addressed with an IV antibiotic that was in place. Diflucan was initiated for fungemia. On (B)(6) 2023, the patient was taken back to operating room (or) for sternal debridement. On (B)(6) 2023, tracheostomy was performed. On (B)(6) 2023, the patient was taken back to or for ongoing right ventricular failure (rvf) [MFR # 2916596-2023-01208] with associated low flows, which thought to be secondary to severe tricuspid regurgitation. Tricuspid valve replacement was performed with bioprosthetic valve. On (B)(6) 2023, the patient transitioned from crrt to hemodialysis. On (B)(6) 2023, patient's blood culture was positive 2 times for e. Coli. And IV rocephin was initiated. On (B)(6) 2023, the patient was taken back to or for sternal debridement. Cultures were positive for vancomycin-resistant enterococci (vre). The patient was initiated on IV daptomycin. On (B)(6) 2023, the patient was taken back to or again for sternal debridement secondary to cultures of sternum and pleural fluid being positive for vre. The patient was treated with IV daptomycin. The patient at the time was stable and discharged to rehab facility. The patient was taken back to operating room for washout and rvad placement, was reported under MFR# 2916596-2023-01208.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.